Event description:
It was reported that this newly implanted implantable cardioverter defibrillator (ICD) on a stored electrogram (egm) had atrial intrinsic amplitude out of range and a right atrial ventricular threshold test that showed occasional undersensing. The presenting egm shows far field oversensing on premature ventricular contractions (pvc). Battery longevity was stable and other lead measurements are normal. It was recommended to have further assessment of the atrial sensing parameters. This ICD device remains in service and there were no adverse patient effects reported.

Event description:
It was reported that this newly implanted implantable cardioverter defibrillator (ICD) on a stored electrogram (egm) had atrial intrinsic amplitude out of range and a right atrial ventricular threshold test that showed occasional undersensing. The presenting egm shows far field oversensing on premature ventricular contractions (pvc). Battery longevity was stable and other lead measurements are normal. It was recommended to have further assessment of the atrial sensing parameters. Received additional information that the right atrial (ra) lead exhibited intrinsic amplitude out-of-range with trends showing variable threshold measurements. The right atrial automatic threshold (raat) test on the electrograms (egms) show possible undersensing, causing a loss of capture (loc). A lead assessment with a programmer was recommended. The other lead measurements are stable, and the battery longevity is normal. At this time the implantable cardioverter defibrillator (ICD) and ra lead remain in service. No adverse patient effects were reported.